Event description:
It was reported patient underwent initial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to fractured bone, and to replace and rotate implants. Further, patient was again revised on (B)(6) 2012 due to taper adapter fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02347 & 02422).